Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿ auxiliary water supply issue minor leak¿ was confirmed. The scope¿s elevator channel plug and water flow was found loose and leaking. The glue was peeling on the forceps elevator. A portion of the bending section rubber was removed and the bending section glue was found crack. The scope¿s ID chip was checked and showed a total of 364 uses. The most likely cause of the reported event is mishandling. The instruction manual states ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ¿

Event description:
The service was informed that during reprocessing, the scope¿s auxiliary water supply was to have a minor leak detected by machine. There was no patient involvement reported.

Manufacturer narrative:
The legal manufacturer (lm) reviewed the content of this complaint. The lm reported that the cause of the event could not be conclusively determined. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.. The legal manufacturer reported that the most likely probable causes are as follows: there is a possibility that some external force was added to the distal end, leading to the peeling of the glue at the tip. Genetic mechanisms the damage of the distal end indicates that an external force was applied to the tip. Although the actual product was manufactured on september 19, 2017, about three years and three months have passed, it is not clear whether it was affected by aging degradation or not, and the causal relationship is unclear. Since the actual product is a product destined for overseas, the repair history cannot be confirmed, so the above is speculation. In addition, since the actual product was not sent and cannot be checked, root cause was not investigated. There is no generation of this phenomenon caused by products and manufacturing, and there is no problem in the safety.